Event description:
A us distributor returned a monitor was experiencing capacitor voltage faults and discharge profile faults flags.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile, capacitor voltage fault) was confirmed due to a defective component on the ca board, causing fault. The monitor did not pass detect and treat testing. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.